Event description:
It was reported that the right atrial (ra) lead and the left ventricular (lv) lead dislodged. It was also reported that both leads showed unstable thresholds. The ra lead was re-positioned and remains in use. The lv lead was replaced. In addition, it was noted that the patient is part of the painfree study. It is not known whether the lv lead was explanted or capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.